Event description:
(B)(4). Heavy bleeding and clotting, my periods are awful now and hurt so bad. Before essure I didn't even know what a period cramp was. &#62282; rashes ; dizziness ; migraines- sometimes when I'm dizzy I black out. I know my bp is good and my blood sugars because I check them right after it happens! Metallic taste in mouth, sharp stabbing pains, back pain, kidney and uti infections, fatigue/loss of energy, tingling sensations, weight gain in my stomach (severe bloating) people always asking when im due to have my baby, chest pains, brain shocks (essure dumbness), there has been 3 different months where I didn't get a period and will have pregnancy symptoms, but negative pg test. Ovarian cyst- very painful. Fallopian tube cysts.

Event description:
Left pain, cyst on ovaries, pelvic pain, migraines, lower back pain, 2 or 3 periods a month, tired all the time, miscarriage. Update on (B)(6) 2014: heavy bleeding and clotting; my periods are awful now and hurt so bad. Before essure I didn't even know what a period cramp was; rashes; dizziness and migraines - sometimes when I'm dizzy I black out. I know my bp is good and my blood sugars because I check them right after it happens! Metallic taste in mouth; sharp stabbing pains; back pain; kidney and uti infections; fatigue/loss of energy; tingling sensations; weight gain in my stomach (severe bloating) people always asking when im due to have my baby; chest pains; brain shocks (essure "dumbness"); there has been 3 different months where I didn't get a period and will have pregnancy symptoms, but negative pg test; ovarian cyst- very painful; fallopian tube cysts.